Event description:
The issue reported involved a high blood glucose level. No specific value for the blood glucose level was provided. The customer decided to go to the hospital to address the issue and declined troubleshooting assistance from customer technical support. No additional information was able to be obtained.